Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving dilaudid (concentration 25mg/cc, dose 16.5 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient stated that she had the pump replaced 3 weeks prior to this event report date (registration records show that the pump was replaced on (B)(6)) and the doctor could not aspirate the catheter and recommended a dye study, there were no factors that may have led or contributed to the issue. A dye study was performed on this report date and the radiologist was unable to aspirate the catheter. It was unknown as to whether surgical intervention occurred; it was noted that the patient may have surgery to correct and the company representative was to follow up on an alternative date. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿. No symptoms were mentioned. No further complications were reported.